Event description:
Based on information reported to davol: ni/ni/ni-patient underwent repair of an umbilical hernia with a ventralex st mesh. Ni/ni/ni-approximately one week post implant, the patient is reported to have developed a recurrence. The surgeon noted that the patient was noncompliant with strict instructions to refrain from physical activity. After lifting an item the patient said the hernia "popped" and recurred. A few days later the surgeon reoperated, explanting the mesh, which was reported to have separated.

Manufacturer narrative:
Based on the information provided, it is not likely that the device caused or contributed to the reported event. It was reported that the patient developed a recurrence, which is stated as a possible adverse reaction in the product's instructions for use. However, the surgeon noted that the patient was noncompliant with post-surgical instructions. The surgeon also reported to a bard sales representative that he was certain if the patient had followed instructions, the situation would not have occurred. The device was not returned and no photos of the mesh were provided. Therefore, we are unable to evaluate the condition of the mesh. If additional information is provided, a followup MDR will be submitted.